Event description:
While the orthopedic surgeon was drilling the second hole in the patient's tibia, the drill bit broke and was not able to be removed. It will remain in the patient.====================== health professional's impression======================possibly weakened by excessive sterilization or may be a re-used item.